Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient experienced nausea, dehydration, and excessive thirst three days after sensor insertion. During this period, the patient¿s dexcom app displayed an estimated glucose value (egv) of 256 mg/dl, which later rose to 313 mg/dl. No bg measurement was performed until the patient arrived at the emergency room (ER). The parent attempted to address the elevated reading (specific correction method not documented) and performed a ketone test at home, reporting a high result and noting that the test strip appeared dark red. Based on these findings, the parent brought the patient to the ER. Upon arrival, a bg test was conducted, yielding a result of 700 mg/dl, while the dexcom app simultaneously showed an egv of 360 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with IV fluids and zofran. Additional diagnostic tests were performed. At the time of the same-day follow-up call, the patient was reported to be sleeping due to exhaustion. The duration of the patient¿s ER stay was not documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis